Manufacturer narrative:
The insulin pump passed displacement test, rewind and basic occlusion test. No motor error alarm noted during testing. No motor position encoder error alarm noted in alarm history screen. The insulin pump was unable to prime during prime test due to faulty force sensor resistor. Analysis was unable to perform the occlusion test and excessive no delivery test due to prime/fill anomaly. The motor passed motor test. The insulin pump had a scratched case, cracked battery tube threads, cracked reservoir tube lip, a missing end cap sticker and scratched display window.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 266 mg/dl. Troubleshooting was performed. The device was returned for analysis.